Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) in the right anterior tibial artery using ruby coils. During the procedure, the physician experienced resistance and was unable to advance a ruby coil out of its introducer sheath and into a lantern delivery microcatheter (lantern); therefore, it was removed. It was reported that the physician did not have the distal end of the ruby coil introducer sheath wedged into the end of the hub of the lantern. It was also reported that the scrub technologist attempted to advance the ruby coil out of its introducer sheath on the back table but the coil would not advance. Therefore, the ruby coil was set aside and the procedure was completed using three other ruby coils and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.